Manufacturer narrative:
Based on the information available and from visual examination of the returned device, there was no obvious damage to the screw threads or exit hole. The possible suspected root cause of the screw not being driven is that the incorrect driver had been used, hence there was a driver / screw fit issue.

Event description:
The customer reported that during acl construction surgery, it was not possible to insert the screw because the screw did not grip. Delay in surgery time of 5 minutes.